Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge decreased suddenly. The customer's blood glucose was 128 mg/dl. The issue resolved after allowing the pump to charge for 30min via wall outlet. Customer continued to use the pump for insulin therapy.